Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The evaluation identified that the device experienced a burst; therefore, the investigation is confirmed for a burst. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606560 catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported to be a 20 year old female weighing 151 lbs.

Manufacturer narrative:
The device has been returned for evaluation; the investigation is confirmed for fracture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 606560 catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported to be a (B)(6) year old female weighing (B)(6).